Manufacturer narrative:
The fse replaced the leaking syringes and the issue was resolved.

Event description:
A field service engineer (fse) from beckman coulter inc. (Bci) reported leaks on synchron lx I 725 clinical system. The fse found leaks on syringes while performing preventive maintenance. The syringes were not visibly wet but reagent had dried under them. There was no effect to patient or user.